Manufacturer narrative:
This event occurred outside the us where the same model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. The device was not returned for analysis. However, performance data collected from the device was received and analyzed. Analysis revealed a full power on reset (por) of parameters with a por for write to locked ram, addr = 121f, data = 80 on (B)(6) 2013. There was a patient alert for por on (B)(6) 2013. (B)(4).

Event description:
It was reported that during follow up it was observed that an electrical reset had occurred. All the parameters were checked and everything was good. The device is still in use. No patient complications have been reported as a result of this event.